Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields are d10 concommitant, e1 event site telephone updated fields are b4, g3, g6, h2 and h11. (B)(6), an ICU registered nurse, reported that the pump had stopped and therapy could not initially be resumed. At some point, the team switched the system to semi auto mode, after which pumping resumed. (B)(6) did not initially recall specific alarms but noted seeing a message on the screen when the pump stopped. Esp personnel requested review of alarm logs, which confirmed autofill failure messages corresponding to the periods when the pump was in standby. At the time of the call, the system was operating in auto mode without issue. (B)(6) confirmed there was no blood and no visible kinks in the tubing. Esp personnel advised that despite the absence of visible kinking, the catheter may be internally kinked or malpositioned and recommended obtaining a chest xray to confirm catheter placement. It was noted that one successful autofill coincided with use of semi auto mode. (B)(6) acknowledged the recommendation, thanked esp personnel for the assistance, and planned to proceed with imaging.